Manufacturer narrative:
See section d4 for the lot number provided, as the sample has been received by the customer. See section d8/d9 for the date the device was returned to the manufacturer. (B)(4).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the tips of the syringe broke off when attaching them to pga pumps. There was no patient harm reported.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device history record for the lot control and the shop order indicates that product and specification requirements were met with no non-conforming product identified relating to this reported issue. The manufacturing site has received one sealed representative sample for the evaluation. A complete investigation was performed. Upon visual evaluation, no issue was observed. Leak test was conducted to verify the syringe draws, holds, and expels fluid properly by inserting the syringe into a rubber block for resistance. The syringe passed all leak testing performed. As a result of the current investigation including product analysis of the physical representative sample provided, no issues have been confirmed. At this time, a corrective and preventive action is not deemed necessary. A quality alert will be distributed to necessary quality and production personnel to heighten awareness of the reported condition. This complaint will be used for qa tracking and trending purposes.